Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. The customer also stated that the insulin pump had blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer also stated that the display was not blank less than 30 seconds. The customer stated that display returned after insulin pump restart. The customer also stated that the they performed the displacement test and they were able to passed the test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.